Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4076, lead, implanted: (B)(6) 2011 and 4598, lead, implanted: (B)(6) 2014.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing and the right ventricular (rv) lead exhibited high thresholds. The leads remain in use. No patient complications have been reported as a result of this event.